Manufacturer narrative:
The product hasn't been returned to the MFR for evaluation due to the product being scrapped by the end user. An investigation of this particular incident can't be performed at this time.

Event description:
Per sunrise medical affiliate in (B)(4), (B)(6), end user has developed decubitus ulcers in the coccyx region.